Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. No excessive no delivery or motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on august 3, 2018 with blood glucose of 18 mg/dl at the time of the incident. The customer was at 212 mg/dl on the morning of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer has been getting motor errors since the beginning of the year. The customer was also getting no delivery alarms. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.